Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer weight was not provided.

Event description:
The customer reported that he was admitted to the hospital for a surgery, an event unrelated to diabetes. The customer obtained a blood glucose reading of 93 mg/dl at 1:59 a.m. On the contour next link 2.4 meter. The customer took insulin from the insulin pump based on the meter reading. A laboratory testing was performed at 2:09 a.m. And a reading of 57 mg/dl was obtained. The customer was experiencing symptoms of hypoglycemia such as sweating. The customer was given crackers and cookies to increase his blood glucose levels. Additionally, the customer stated that he obtained blood glucose readings of 126 mg/dl with the contour next link 2.4 meter and 50 mg/dl or 60 mg/dl with the laboratory testing. There was no allegation of an adverse event alleged. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.